Event description:
It was reported that during an unk procedure, a defect was found in the circular suture machine cdh29p, since, after the application and attempt to remove the device, the head of the machine was lodged in patient, not accompanying the extraction of the body of the instrument. A new anastomosis had to be performed. This situation constituted a serious adverse event, with a potential impact on the safety, which is why we request due analysis. The patient required a prolonged hospitalization and as a precaution, he was hospitalized for another day. The procedure was delayed by 40 minutes.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon and or teams experience with the device? Was the orange knot tying area completely visible when attaching the anvil to the device trocar? What confirmation did the or team observe indicating the anvil was properly attached? When the device was fired were there any issue noted with stapling or cutting function? How many counterclockwise revolutions were initiated when removing the device? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. D4: batch # 186d42. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. In addition, the washer and knife were noted to have nicks. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the anvil was removed and reinserted without difficulty. The event described could not be confirmed as the device was returned without detectable damage and it worked as expected. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 186d42, and no non-conformances were identified. Additional information was requested and the following was obtained: what is the surgeon and or teams experience with the device? Great. It is their preferred circular device with 100% adoption. Was the orange knot tying area completely visible when attaching the anvil to the device trocar? Yes. What confirmation did the or team observe indicating the anvil was properly attached? Orange knot was not visible. Attachment seemed ok. When the device was fired were there any issue noted with stapling or cutting function? No. How many counterclockwise revolutions were initiated when removing the device? 2.